Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). It was reported a motor stall occurred and the pump was replaced on (B)(6) 2019 and would be returned. The hospital currently had possession of the pump. It was further reported late (B)(6) 2019. The patient had increased spasticity and a seizure. She was taken to the emergency department where the pump was found to be in a motor stall since (B)(6) 2019 at 3:26pm. The pump was put in minimum rate and the patient was put on the schedule for pump replacement as soon as possible. The pump was replaced the morning of (B)(6) 2019. There were no environmental/external patient factors that may led or contributed to the issue. The patient went to the ed and the pump was interrogated and found to be in a motor stall. The patient was stabilized in the hospital and the pump was changed shortly thereafter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- with injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). The patient was admitted to the hospital for signs and symptoms of withdrawal. She later had surgery to replace the pump due to a motor stall. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump revealed pump motor stall gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 936.2 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient presented to the ER (emergency room) with an alarming pump. A motor stall was seen at initial interrogation. The pump status and/or event log indicated a motor stall occurred and the motor stall was active. The stall started at 3 pm today ((B)(6) 2019). The hcp confirmed there had been no MRI or environmental exposures. No patient symptoms were mentioned. No further complications have been reported as a result of this event.